Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the adc device. The customer experience symptoms of pain, redness, and swelling at the sensor site and had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is ont confirmed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the adc device. The customer experience symptoms of pain, redness, and swelling at the sensor site and had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.